Manufacturer narrative:
Other, other text: , corrected data: patient required reintubation following the device problem.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. H6 - evaluation code conclusion updated.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. The investigation could not establish how the type of damage seen could have been induced during manufacturing. The investigation determined most likely cause was damage during use. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical disp bivona neo/ped trach reported when rotating and inserting the trach snapped.